Manufacturer narrative:
The device history records for the reported lot number, aa4139f04, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported by the caregiver that the balloon burst and the device fell out. The enteral feeding device was in for less than one month before falling out. The device was in place from (B)(6) 2015. The caregiver reported this occurrence happened during the night and was discovered in the morning that the stoma had closed. The caregiver took the patient to the clinic to have the stoma dilated and the enteral feeding device replaced.

Manufacturer narrative:
(B)(4). The actual complaint product was returned for evaluation. Based on the sample evaluation the balloon is not ruptured. The balloon was filled with 5cc of water and was observed for leaks. No leakage was detected from the balloon or balloon inflation port. The balloon shape is observed to be asymmetrical. The balloon was squeezed and manipulated and still no leakage was observed. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).